Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection of returned material revealed functional damage to the power extension cable in the form of the dc jack connector partially broken off from the pvc overmold. Exposed broken internal wires were visible from this damaged area of the power extension cable. All returned cables and cords associated with supplying power were determined to plug into their connections securely with no unusual looseness detected. No other discrepancies or discernible damage besides normal wear and tear could be identified on the returned material. Unit powered on successfully multiple times with the power supply connected directly to the main unit. Unit powered on immediately when the power button was pressed. Manipulation of cables and cords for power at various areas while the unit was powered on produced no intermittent malfunctions or deficiencies. Unit went through diagnostic testing without any power malfunctions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Root cause of reported frayed component concluded to be a damaged the power extension cable.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed and frayed wires of the power connector plug. The patient electronic unit will be replaced through acelis, and there were no adverse consequences reported by the patient.